Event description:
It was reported the patient's spectra penile prosthesis was removed on (B)(6) 2013 for an unknown reason. It was replaced with an inflatable penile prosthesis. Additional information was requested and not provided. No patient complications were reported in relation to this event.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.